Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual testing was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.